Event description:
The customer reported to vyaire medical that after replacing the blender on this vela ventilator unit when o2 is initiated above 21% the o2 is coming from the nebulizer. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.